Manufacturer narrative:
H3- device evaluation: lens returned in a liquid vial with residue/debris on product. Visual inspection found haptic torn. Dimensional inspection found the lens to be within specifications. Functional inspection did not meet labeled specification claim# (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise and fuzzy vison. In a separate visit the lens was exchanged for a same size different power. The replacement lens did not resolve the problem. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).